Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305211 and lot number 2228456. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text: see h10 narrative.

Event description:
No additional information received. "Eye clinic has had an issue with drawing up the injection as instructed - part of the rubber bung from the vial has ended up inside the syringe as it was being drawn up into which was due to be administered. Quite a large bit of rubber also. This hasn't happened before in the eye clinic.¿ an investigation with the reference (B)(4) was already conducted on this batch number. No further information was available. Defect: clogged needle harm to the patient: no harm to patients.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
"Eye clinic has had an issue with drawing up the injection as instructed - part of the rubber bung from the vial has ended up inside the syringe as it was being drawn up into which was due to be administered. Quite a large bit of rubber also. This hasn't happened before in the eye clinic.¿ an investigation with the reference (B)(4) was already conducted on this batch number. No further information was available. Defect: clogged needle harm to the patient: no harm to patients.